Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a motor error alarm during a bolus attempt. The customer then stated that she was hospitalized twice for high blood glucose levels and dehydration. The customer's blood glucose reading was 500 mg/l when she was admitted. Troubleshooting was performed, and the insulin pump was programmed correctly. Found multiple motor error alarms in this history. The insulin pump passed the displacement test. Nothing further was reported.